Manufacturer narrative:
(B)(4) - enlarged incision. The explanted lens was returned to our product evaluation laboratory for inspection. The inspection of the lens revealed the lens had been cut in half, had one distorted haptic and evidence of ophthalmic viscosurgical device (ovd). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported that a patient had a torn capsule post implant of the intraocular lens. The lens was explanted. The incision was enlarged but did not require stitches. No patient injury or complications were reported.